Event description:
Event description guidant received information that the cardiac resynchronization device (crt-d) was electively being replaced due to a safety advisory. The patient was induced but the crt-d did not successfully convert the patient's arrhythmia with one 17 joule shock and two 31 joule shocks. The fourth shock displayed a no therapy message. A review of the episode detail noted shorted shocking lead impedances for all three shocks delivered. No adverse patient symptoms were reported.